Event description:
Pt reported the infusion device delivers inaccurately. Pt reported changing the infusion set but had no success. Pt reported elevated blood glucose level of 455 mg/dl; took correction via infusion device and pen. Pt's normal blood glucose level is 60-130 mg/dl. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that this is available at this time. If further info is obtained, it will be provided in the supplemental report.